Event description:
A possible iab abrasion was reported. As a result, the iab was removed, and therapy discontinued. Patient was supported medically. There was no report of patient complications, serious injury or death. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Received new information that indicates this is a duplicate complaint. Therefore, initial MDR submitted on 02 feb 2023 should be retracted. Complaint information under MDR 3010532612-2023-00034.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
A possible iab abrasion was reported. As a result, the iab was removed, and therapy discontinued. Patient was supported medically. There was no report of patient complications, serious injury or death. The patient status is reported as "fine".